Event description:
Intera oncology was notified by a physician that a patient with an implanted intera 3000 hepatic artery infusion pump has developed biliary sclerosis and had to be admitted to the emergency room. The patient developed jaundice. They were able to administer dexamethasone to control the issue, but the patient will no longer be able to get floxuridine moving forward.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Intera oncology has reached out to the physician multiple times to obtain additional information. To date, no response has been received. However, the packaging for floxuridine includes "possible intra- and extrahepatic biliary sclerosis" under known adverse reactions.